Event description:
The customer reported that the insulin pump alarmed motor error repeatedly during the rewind process. Troubleshooting was performed, and the device failed the displacement test. The blood glucose reading was 195mg/dl. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to faulty motor home switch. Unable to perform displacement test due to motor anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.